Manufacturer narrative:
The device was received for evaluation. During functional testing, 'had an issue: over infusing was confirmed. Evaluation performed flow accuracy testing and resulted with an error percentage of -1.82% at 125ml/hr with a vtbi 125ml and a error percentage of 13.24% at 40ml/hr with a vtbi of 20ml, which is out of the acceptable range. A review of the event history log revealed the infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the mechanism. The mechanism requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was over infusing the medication by 13%. The over infusion was 22.5ml delivered, for 20ml volume to be infused. This occurred during programming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information initial reporter email: (B)(6).ca should additional relevant information become available, a supplemental report will be submitted.